Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested but not provided. The customer is currently in the process of installing a new laboratory information system and so cannot provide communication traces from the time of the event. It was observed that there were several host communication errors on the analyzer. These errors indicate a connectivity issue with the customer's laboratory information system.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for multiple assays on a cobas 6000 core unit ul configuration (cobas 6000 core). Data from a different patient was applied to and reported for the patient sample in question. The customer is not sure if the sample mismatch occurred with the cobas 6000 core system or if it actually occurred in their laboratory information system. Of the multiple assays, an erroneous result for tbili total bilirubin (tbil) was reported outside of the laboratory. A tbil result of 1.3 mg/dl was initially reported outside of the laboratory for the affected patient sample. It was determined that the initial result was actually a result from a different patient sample. When affected patient sample was repeated, it resulted as 0.5 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The tbil reagent lot number and expiration date were asked for, but not provided. The customer also mentioned that during the time of the issue, their laboratory information system was running very slow and barcodes were not reading well. The customer updated their laboratory information system.